Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Medwatch section c for affected product is attached. Correction to h6 (type of investigation, investigation findings, investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Found 4 incorrect items, needle length 8mm.,in this lot which the length is not as specified

Manufacturer narrative:
4 syringes affected by event.